Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the patient's receiver displayed err21. The patient did not report injury or medical intervention. No additional patient or event information is available.